Manufacturer narrative:
Updated fields: b4; g3; g6; h11. Corrected fields: h6 health effect ¿ clinical code, health effect ¿ impact codes.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g4 PMA/510, g6, h2, h6 (type of investigation), h11 corrected field: d4 lot#, UDI#. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) therapy, an iabp (cardiosave) alarm occurred, stating "inspect the iab catheter." No blood was found in the tube after the alarm had gone off three times, but after the fourth alarm, blood was found in the tube, so it was determined to be a balloon leak and the catheter was removed and replaced with a new one. There were no problems with the new catheter's operation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: b5, d10, h6 health effect clinical code, health effect impact codes.

Event description:
It was reported that during the intra-aortic balloon (iab) therapy, an iabp (cardiosave) alarm occurred, stating "inspect the iab catheter." No blood was found in the tube after the alarm had gone off three times, but after the fourth alarm, blood was found in the tube, so it was determined to be a balloon leak and the catheter was removed and replaced with a new one. There were no problems with the new catheter's operation. There have been no reports of harm or injury to patient.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the membrane. The device was cut during the procedure and only the iab membrane and a small portion of the catheter tubing was returned for evaluation. An underwater leak test of the balloon was able to be performed and a leak was detected on the membrane approximately 16cm from the iab tip measuring 0.015in/ 0.038cm length. The reported problems were most likely triggered by a leak which was found on the membrane. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The reported problems were most likely triggered by a leak which was found on the membrane. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. Reference complaint ID : (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d4 UDI number.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (investigation conclusions).

Event description:
N/a.